Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, the image quality is noisy which was found due to a defective/damaged cable unit. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the customer facility that the high-definition autoclavable camera head has an image issue, ¿the picture cuts in and out when the cable is wiggled¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Event description:
Customer confirmed they did not know the exact event date and the issue was discovered during a diagnostic procedure for treatment/interventions. The device was inspected prior to use and did not have any obvious issues. The procedure was completed with the device and no adverse effects. The customer also stated this issue occurred for a second procedure. The device was switched out to a backup camera head. This event is reported under patient identifier (B)(6). This event includes 2 reports: (B)(6): 1st procedure (B)(6): 2nd procedure this report is 1 of 2 for (B)(6): 1st procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and h6 correction. B5: updated with information received from the customer. H6: the code "4101 - testing of device from same lot/batch returned from user" was incorrectly selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image became temporarily intermittent because of a communication failure which occurred due to a damaged cable. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.